Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of peripheral optic crack. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. A sample was not received, at the manufacturing site. And no lot information is available. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An assistant director reported that the peripheral optic crack outside visual axis. No clinical signs, symptoms or conditions. Additional information was requested and received stated that no patient harm reported. No further information is available at this time.